Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while lying on the couch with their cell phone over their stomach. Technical services (ts) reviewed noting the smart pass feature was on however there was noise present that was oversensed possibly electromagnetic interference (emi) or myopotential oversensing. Ts recommended further evaluation in the clinic with isometrics and pocket and electrode manipulation and to consider extending smart charge. This electrode remains in service. No adverse patient effects were reported.